Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the faulty part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea is giving ¿loss of air¿ alarm, air inlet pressure measurement is showing ¿***¿ on the screen. The customer tried to perform the calibration of air inlet transducer, but it was failed. The customer confirmed that there was no patient involvement associated with the reported event.